Event description:
It was reported that the patient received multiple inappropriate shocks for atrial fibrillation. Programming changes were recommended. The device also exhibited a long charge time. The device was explanted and replaced. The patient was in good condition following the procedure.

Manufacturer narrative:
The reported field event of long charge time and inappropriate therapy were not confirmed in the laboratory. Based on all available parameter and usage information, device longevity was found to be below the expected limits. The device was tested on the bench and no anomalies were found. The cause of the long charge time and inappropriate therapy could not be determined.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.